Event description:
It was further reported that the right coronary artery was mildly tortuous and moderately calcified. The procedure was finished with ballooning.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was gained via the radial artery. The target lesion was located in the right coronary artery (rca). A 20x3.00mm omega stent was advanced through a 6f non-bsc guide catheter with difficulty. The stent was removed to check for damage or anomalies but no irregularities were observed. The stent was again advanced through the guide catheter and became stuck in the rca ostium. After several attempts to remove the stent, the stent became dislodged from the balloon and remained in the mid rca ostium. The stent was removed with a snare. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).